Event description:
The customer indicated that all the affected pts (a, b,c) had a urine sample tested at the clinic with an icon 25 hcg test kit and the hcg result was negative (-). The customer indicated that pt a had two positive home pregnancy test kit [test kit name not provided]. Two days later, pt a returned to the clinic for a follow-up and a serum sample was collected for pregnancy. The pregnancy result from the serum sample was positive. The customer did not provide additional information regarding the confirmatory testing methodology. The customer did not provide additional information regarding the confirmatory testing methodolgy. The customer indicated that pt b had a positive (+) pregnancy test result from a serum sample collected on the same day. The customer did not provide additional information regarding the confirmatory testing methodology. The customer indicated that pt c was being tested for to rule out an ectopic pregnancy. The customer indicated that the pt had a quantitative hcg result of 155,549 miu/ml positive (+) from a serum sample collected on the same day. The customer did not provide additional information regarding the confirmatory testing methodology. The customer indicated that there has been no change to pt treatment that can be attributed to this event.